Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that equipment reduces set breathing volume. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that ventilation continued but not at the set volume. Therefore the initial MDR was not reportable. Additional information was received stating that ventilation continued but not at the set volume. Therefore the initial MDR was not reportable.